Manufacturer narrative:
Device evaluation: one smiths medical medfusion 3500 pump was returned for analysis. Visual inspection showed there were loose parts inside the pump and the front left corner was chipped on the case. Additionally, the tamper sear was removed/broken. Review of the event history log showed an occurrence of an empty alarm. Functional testing involved inspection and set up for a flow test. The reported issue was duplicated during the investigation. The carriage was broken and loose inside the pump. According to the investigation, this issue was a result of the customer's physical damage to the device. Beyond device repair, no further action will be taken on this issue. The carriage was replaced.

Event description:
Information was received indicating that a smiths medical medfusion 3500 pump indicated that the syringe was empty when it was not empty. No adverse effects were reported.